Event description:
It was reported that the right ventricular lead exhibited noise, loss of capture and loss of sensing due to an insulation anomaly. The lead was capped and replaced. The patient was in good condition during and after the procedure.

Manufacturer narrative:
.